Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when they pushed the tool through the cannula, it "tore the metal wire." This is assumed to be the heater detaching, which was confirmed when the product was received. This was during a case with no pt effects. Case was completed using another (B)(4). The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed the tool was received curled in a plastic bag, causing the shaft to kink. The heater had detached from the hook and was bent. The device had some evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. (B)(4).